Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted audible tones. Analysis was performed and it was noticed that two untreated episodes were found. The first episode showed misaligned markers and annotations not matching the qrs rhythm. While the second episode was not able to be analyzed because of corrupt data. An error code was displayed on some corrupt log-entries. The device was restarted multiple times. Ultimately, it was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted audible tones. Analysis was performed and it was noticed that two untreated episodes were found. The first episode showed misaligned markers and annotations not matching the qrs rhythm. While the second episode was not able to be analyzed because of corrupt data. An error code was displayed on some corrupt log-entries. The device was restarted multiple times. Ultimately, it was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.